Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the meter was lost and customer was advised that the meter will be replaced. The customer's blood glucose reading was 500 mg/dl at the time of incident but declined to troubleshoot the high blood glucose.